Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient experienced wound dehiscence at the lead incision site. The device was removed and the patient will likely be re-implanted in the future.